Event description:
A nurse from a hospital called and reported a man had a uv65b anterior chamber lens explanted from his left eye on 10/9/97. The lens was originally implanted on 8/29/96. The man has refractory glaucoma which had pushed the lens out of position. The nurse reported that there was no lens related problem but the man's underlying medical condition caused the problem necessitating the lens explantation. The lens was not replaced with another lens. No further info is expected.